Event description:
It was reported the customer was unable to navigate to the rewind sequence on their insulin pump. Customer's husband stated their up and down buttons would be intermittently responsive. The husband clarified that they were able to rewind, but was unable to navigate to the rewind menu due to their unresponsive buttons. The customer's blood glucose was 255 mg/dl. Customer's blood glucose was high due to an empty reservoir. The customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit passed rewind, displacement test and basic occlusion test. No rewind anomalies were noted. However, moisture/debris was found at the motor slider. Unable to prime unit during prime test due to damage by moisture. Unit received with all buttons responding properly. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.